Manufacturer narrative:
Based on the available information the device will not be returned as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons not reported at this time.

Manufacturer narrative:
Correction: d1, h6 device code, results, conclusion, clinical code. The reported event could be confirmed, based on available medical records and health care professionals. The evaluation of CT scans by our medical affairs could not confirm the device pegs was broken. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component subsided anteriorly due to patient fall and poor bone quality. Pe looks intact and talar component also looks intact. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by patient fall and subsidence of tibial component. However, medial malleolus fracture treated with two screws led to a malunion temporarily impacting implant stability of implant. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient may need to undergo a revision surgery due to loosening of the tibial component following a fall which resulted in a fracture in the medial malleolous post-op.